Event description:
Customer reported ca controls failing.

Manufacturer narrative:
Customer reported ichem velocity failing controls. There was no reports of impact to patient results. An iris customer technical support (cts) was able to instruct customer to adjust the probe. Controls passed and system was operational.